Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the user received the flexor ureteral access sheath and dilators with a particle inside it. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection of the returned device was also conducted. A review of complaint history, the device history record, manufacturing instructions, quality control data and specifications was performed. One unopened package labeled rpn fus-095045 with label lot number 8513128 was received. Visual examination confirmed white paper like foreign matter was loose within the sealed package. Review of the device history records found no non-conformances associated with this complaint device lot number. A review of complaint history revealed there are no other complaints associated with the complaint product lot number 8513128. A document review was carried out and it was identified that the product line was inspected for foreign matter after being packaged. There were no additional complaints or non-conformances identified on the same lot. The cause of this complaint is manufacturing related. Measures have been initiated to address this failure. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.